Event description:
It was reported that erroneous results on patients samples in regards to peripheral blood, bone marrow and csf samples were found during use with a bd facscanto¿ ii flow cytometer. The following information was provided by the initial reporter: for t cell haematological malignancy, we stain samples using the bd 6 color reagent using a plain tube (not trucount) followed by bd facslyse (2ml), centrifuge and resuspend in 0.5ml of pbs. We are having issues with (most of) the samples whereby we have to apply too much compensation to make the populations sit in the correct places. This applies to peripheral blood, bone marrow and csf samples. 1. Canto clinical software. 2. Tbnk experiment in diva (current settings). 3. Tbnk experiment where compensation has been adjusted to make the plots correct. 4. Ran bd comp beads and applied new compensation settings (these are used for other haem malignancy templates). 5. Linked to lyse/no wash settings (did also try lyse/wash settings). 6. Pre-washed the sample. Additionally, on 2020-05-15the bd technician provided the following additional information: for t cell haematological malignancy, we stain samples using the bd 6 colour reagent using a plain tube (not trucount) followed by bd facslyse (2ml), centrifuge and resuspend in 0.5ml of pbs. We are having issues with (most of) the samples whereby we have to apply too much compensation to make the populations sit in the correct places. This applies to peripheral blood, bone marrow and csf samples. Additionally, on 2020-05-20 the bd technician provided the following additional information: 'the sample analyzed on the instrument was patient sample. The obtained result was correct using the facscanto clinical software but not using facsdiva 8.0.1. No incorrect treatment was given to the patient based on the result because operator recognized the results were not what they were excepting. No harm was done to the patient and also no delay in the treatment. Cst passes without issues, the instrument is performing well. The issue seems entirely related to adjusting compensations. Possibly due to incorrect experiment settings. Asked app specialist to contact the customer.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to part # 338960 and serial # (B)(6). Problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2 - 338960 of a compensation issue. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 15may2019 to date 15may2020. Complaint trend: there are three complaints related to this issue. Date range from 15may2019 to date 15may2020. Manufacturing device history record (DHR) review: review of DHR part # 338960 serial # (B)(6) (file (B)(4)) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, the root cause of the issue was due to an incorrect application setting. An application specialist helped the customer recreate new custom templates so they can capture acceptable results. The sample analyzed on the instrument was a patient sample. The obtained result was correct using the facscanto clinical software but not correct using facsdiva 8.0.1. No incorrect treatment was given to the patient based on the result because the operator recognized the results were not what they were expecting. No harm was done to any patient as well as no delay in treatment. Cst passes without issues, the instrument is performing well. After assistance from the application specialist, the instrument was tested and the results were as expected. The safety risk is low because there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 22mar2012, defective part number: n/a. Work order notes: subject / reported: (B)(4) - bd facscanto ii - compensation issue. Problem description: customer reports a compensation issue with their samples. "Hi, for t cell haematological malignancy, we stain samples using the bd 6 colour reagent using a plain tube (not trucount) followed by bd facslyse (2ml), centrifuge and resuspend in 0.5ml of pbs. We are having issues with (most of) the samples whereby we have to apply too much compensation to make the populations sit in the correct places. This applies to peripheral blood, bone marrow and csf samples. I have attached a series of print-outs showing what has been tried using a normal peripheral blood sample. The same problem exists on both of our facscanto ii machines. Canto clinical software. Tbnk experiment in diva (current settings). Tbnk experiment where compensation has been adjusted to make the plots correct. Ran bd comp beads and applied new compensation settings (these are used for other haem malignancy templates), linked to lyse/no wash settings (did also try lyse/wash settings), pre-washed the sample. Any advice that might help to improve these plots would be appreciated as we are out of ideas." Work performed: application specialist helped re-creating templates and application settings cause: incorrect application settings. Solution: n/a. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part #338960rmr, version a was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Risk ID: 1.8, effect: wrong pmts and compensation. Cause: user did not optimize settings correctly. Initial risk: 8d, final risk: 8d. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results the root cause was due to an incorrect application setting the customer was using. Conclusion: based on the investigation results, the root cause was due to an incorrect application setting the customer was using. No erroneous results were used for patient treatment or diagnosis. After the application specialist assisted the customer in recreating custom templates, the instrument was tested and the results were as expected. The safety risk is low because there was no impact to patient health or safety. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that erroneous results on patients samples in regards to peripheral blood, bone marrow and csf samples were found during use with a bd facscanto¿ ii flow cytometer. The following information was provided by the initial reporter: for t cell haematological malignancy, we stain samples using the bd 6 color reagent using a plain tube (not trucount) followed by bd facslyse (2ml), centrifuge and resuspend in 0.5ml of pbs. We are having issues with (most of) the samples whereby we have to apply too much compensation to make the populations sit in the correct places. This applies to peripheral blood, bone marrow and csf samples. Canto clinical software. Tbnk experiment in diva (current settings). Tbnk experiment where compensation has been adjusted to make the plots correct. Ran bd comp beads and applied new compensation settings (these are used for other haem malignancy templates). Linked to lyse/no wash settings (did also try lyse/wash settings) pre-washed the sample. Additionally, on (B)(6) 2020 the bd technician provided the following additional information: for t cell haematological malignancy, we stain samples using the bd 6 colour reagent using a plain tube (not trucount) followed by bd facslyse (2ml), centrifuge and resuspend in 0.5ml of pbs. We are having issues with (most of) the samples whereby we have to apply too much compensation to make the populations sit in the correct places. This applies to peripheral blood, bone marrow and csf samples. Additionally, on (B)(6) 2020 the bd technician provided the following additional information: 'the sample analyzed on the instrument was patient sample. The obtained result was correct using the facscanto clinical software but not using facsdiva 8.0.1. No incorrect treatment was given to the patient based on the result because operator recognized the results were not what they were excepting. No harm was done to the patient and also no delay in the treatment. Cst passes without issues, the instrument is performing well. The issue seems entirely related to adjusting compensations. Possibly due to incorrect experiment settings. Asked app specialist to contact the customer.